Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017, with blood glucose of 500 mg/dl. Customer's blood glucose was 150 mg/dl at the time of call. Customer stated that she was hospitalized due to high blood glucose event and would want to make sure that the insulin pump was working right. The customer did not mention any symptoms related to high blood glucose issue. The customer was treated with insulin drip and was placed back on her insulin pump for a day to observe her blood glucose. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. No mention of when the customer was discharge from the hospital. The insulin pump will not be returned for analysis. Infusion set will be sent to customer.